Event description:
International affiliate reports that revision surgery was performed due to post-operative breakage of two expedium rods. The following mfg. Medwatch reports are being filed for the two broken screws: 1525439-2014-12141.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination revealed the returned rod was broken. The rod featured a connector assembly at one end. The rod was sent to fracture analysis. Per fracture analysis, the fracture located on the rod exhibits two surface morphologies; a smooth and a grainy/rough region and progression lines which are indicative of fatigue failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was performed. No discrepancies were observed during the manufacturing process. The rod was released accomplishing all quality requirements. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the rods breaking postoperatively cannot be determined from the samples and information provided. Per the results from fracture analysis, the probable root cause for the rods breaking is fatigue failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.